Event description:
Event description boston scientific received information that after thirty-six months this implantable cardioverter defibrillator (ICD) displayed the end of life (eol) indicator with charge times greater than 30 seconds and decreased voltage since july from 2.74 to 2.66 volts respectively. There is concern that the battery depleted earlier than expected.